Event description:
It was reported that a patient underwent a vaginal tear repair procedure on (B)(6) 2012 and suture was used. During the procedure, the needle broke. The fragment fell into the labia. The patient was x-rayed and the fragment was removed during the same procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(6) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated, which revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. Two loose needle were returned for evaluation. A visual inspection was performed and there were no signs of manufacturing defects found on the needles. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.